Event description:
Patient pre bypass needed to be cardioverted with external pads, which was successful. Approximately 20 minutes later patient needed to be cardioverted again, however the defibrillator no longer had EKG tracing. At this point, I made sure all cables were still properly connected. I switched to the external pad cable and did not have EKG tracing still. At this point, I called for a new defibrillator. All current cords were plugged into the new defibrillator and did not get an EKG tracing. The sync cable, cable that attaches to internal paddles, and internal paddles were all switched out and plugged into new defibrillator, still no EKG tracing. During this time the surgeon was performing cardiac massage and anesthesia was administering resuscitative medications. Clinical coordinator, cvor charge nurse, ep staff members, and bio med were present and trying to assist in diagnosing the problem. Patient was able to convert out of rhythm as we were still unsuccessful to cardiovert. At the end of the case the synch cables, r2 pads, and defibrillators were taken by bio med.